Event description:
The customer reported the generation of false sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
Beckman coulter customer field service engineer (fse) was dispatched on site and evaluated the au5800 clinical chemistry analyzer. The fse inspected the ise (ion selective electrode) module and noticed a piece of plastic tape in the sample pot causing obstruction and found worn sample syringe. The fse removed tape obstruction from the sample pot and replaced the sample syringe which resolved the issue. Performed verification tests successfully. No further issues were noted after replacing the sample syringe and removing obstruction from sample pot. No further issues were reported. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).